Event description:
It was reported that the patient's remote monitor accessory suddenly stopped transmitting. Also reported that the patient had lost power during storms. A new accessory was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.